Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had experienced high blood glucose levels. Blood glucose level at the time of incident was 405 mg/dl and the current blood glucose level was 350 mg/dl. Customer had been using insulin pump within 48 hours of reported. Customer treated hyperglycemia with manual injections. Customer reported symptoms like thirsty. The troubleshooting was performed. The insulin pump will be returned for analysis.